Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset area. The optic edge was broken/torn and nicked/chipped (broken portion not returned). No other damage was observed. A fold test could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "cannot be folded" (difficult to fold or unfold [iol (intraocular lens) implant]); "outer edge of optic appeared to be sheared off" (defective item [iol (intraocular lens) implant]). A surgeon reported that when an intraocular lens (iol) was opened, the lens appeared dry and could not be folded and placed in the cartridge. Upon further inspection, the lens was foldable, but the outer edge of the optic appeared to have sheared off. There was a 30 minute delay in the procedure. A replacement iol was used. There was no pt impact. Add'l info has been requested.